Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim #: (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2. -14.5 diopter, implantable collamer lens was implanted and removed on (B)(6) 2021 within the same surgery due to lens tear/break during injection/delivery into the eye. There was no patient injury and the cause of the event was unknown. On (B)(6) 2021 a replacement lens was implanted and the problem was resolved.